Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor position encoder error alarm, and that the unit counted down and then a black circle was showing. The customer's blood glucose level was 34 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. The pump passed the stop current and run current tests. Unable to verify the motor position encoder error alarm or perform the self test, off no power, unexpected restart, displacement, prime, occlusion or no delivery alarm tests due to the motor error alarm. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.